Event description:
It was reported that when the patient was being transported from the bedroom to the kitchen, the ventilator shut down with an audible alarm as soon as the ventilator was unplugged from ac power. No patient harm reported.